Event description:
An eye care professional reported having observed a central corneal ulcer in the right eye of a male patient associated with wear of an 02optix contact lens. The incident caused the patient moderate pain. The patient had worn the lens in his right eye for about 12 hours a day for 2 weeks. He had not worn the lens overnight and was using sauflon all in one light solution as his lens care product. The eye care professional referred the patient to the local hosp as patient has pre-existing history of diabetes. Pr-evnet acuity 6/5, last reported acuity 6/7-5 with mild scarring expected. Request has been made for additional info, however no further info is available.